Event description:
Customer reports that the circuit came apart at the end where the circuit connects to the adapter that attaches to the concha column. It was reported that infant has to be bagged just long enough to exchange the circuits without any problems.

Manufacturer narrative:
Samples requested, but not received. Investigation report is not yet available at time of this report.